Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead could not be advanced through the catheter. The physician elected to remove and replace the lv lead. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of failure to advance the catheter was not confirmed. As received, a complete lead was returned for analysis. The associated sub selector catheter was not returned with the lead. Visual and x-ray inspection of the lead found no anomalies. Electrical testing found no conductor fractures or internal shorts. The s-curve hump height was within product specification. An insertion test performed using catheter and guidewire indicated the lead was able to be fully inserted / removed successfully with no resistance.